Event description:
Consumer is receiving various reading from their meter, states the reading are not consistent with how consumer feels. Analysis run on clark error grid using mean avg. Reading (295) as ref. Point vs. Bd reading (500) yielded data point in the c range of the grid, outside acceptable limits.